Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that this is a device related issue.

Event description:
Patient presented with possible sepsis. After treatment the femoral head and acetabular liner were revised.